Event description:
During a remote follow up, far field r- wave oversensing, crosstalk oversensing, and increased pacing impedance were observed on the device. Subsequently, the device was not pacing. X-ray imaging was performed and a set screw was found loose. The device was reprogrammed to resolve this event. The patient was stable.